Manufacturer narrative:
Evaluation of the returned product found the tip protector was not returned, the needle is not bent, and the port window is in the opened position. There is evidence of dried solution visible in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system, and the cutter had good clean cuts throughout the various cut rates with good aspiration. Product evaluation showed the returned product performed as intended the complaint could not be duplicated. We will continue to monitor for the reported complaint. No corrective action is required.

Manufacturer narrative:
The product has been requested. The sterilization and lot history records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is ongoing.

Event description:
The user facility in japan reported that during a procedure the cutter did not move well and it could not cut. It is unknown whether the aspiration continued or not. The cutter was replaced with another one and the procedure was completed without any patient's injury.